Event description:
The core impaction drill was sent for service and it was found during testing at the manufacturer that the device overheated. There was no patient involvement and no adverse consequences associated with the device.